Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: red particles in shell, fold creases, broken shell with striated edge on radius side, curved openings with striated edge on radius side, broken shell with smooth edge on radius side, nicks with striations, and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with smooth edge assessed as smooth opening. Curved striated openings assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Health professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.